Event description:
Patient had chronic total occlusion (cto). The lesion was pre-dilated. Physician implanted one resolute integrity drug-eluting stent to treat a cto lesion in the rca with 100% stenosis. The stent was post dilated. Ivus confirmed favourable adherence to the vessel wall. Post-operative stenosis rate was 0%. Approximately 3 months post index procedure while the right posterior descending (pd) was being treated it was noted that there was instent stenosis in the rca at the onset of stent thrombosis which was treated with drug coated balloon (dcb). The physician¿s opinion: the patient stopped taking dual antiplatelet therapy (dapt) though the physician prescribed it, which was the cause of this case.

Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined); failure to follow instructions- (patient failed to adhere to physicians instructions on dapt); inherent risk of procedure ¿ (stent thrombosis); (no results available since no evaluation performed) - device or procedural images not provided for review; (none) ¿ device not returned for evaluation. Evaluation, conclusions: failure to follow instructions- (patient failed to adhere to physicians instructions on dapt); inherent risk of procedure ¿ (stent thrombosis); unknown - (root cause could not be determined); unknown - unable to confirm complaint - (device or procedural images not provided for review); device not returned. (B)(4).